Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarms noted. Device received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm. The customer's blood glucose reading was 6.4 mmol/l. Customer was advised to revert to a back-up plan and that the device would be replaced, and to return their device for analysis.